Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. The reported difficult to remove, incorrect prep, and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove, balloon rupture, incorrect prep or physical resistance reported from this lot. It should be noted that the rx trek/mini trek coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a distal portion of a narrow lesion in an unspecified coronary artery with heavy tortuosity and mild calcification, a 2.5x20 rx trek dilatation catheter was advanced, resistance was felt in the lesion and the balloon was inflated to 13 atmospheres; however, the balloon ruptured. The 2.5x20 rx trek dilatation catheter was not submerged in heparinized normal saline prior to use and was prepped inside of the patient anatomy. The 2.5x20 rx trek dilatation catheter was withdrawn, resistance was felt with the lesion during withdrawal and another trek was used for dilatation. A xience v stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect preparation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.